Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited undersensing that appeared to cause device classified false termination of episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.